Event description:
Some time after the 5 fr d/l were placed, the pt returned with a leak in the line, unk location of leak.

Manufacturer narrative:
The complaint was confirmed and will be considered user related. A u-shaped break was found in the blue tubing between the 47 and 48 cm depth marks. The u-shaped break is consistent with a burst due to depressurization. The product IFU states, "catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate." The catheter had been cut at the 34cm depth mark and the distal segment of the tubing was not returned for eval. No defects related to the mfg process were found on the complaint sample. A chr was not completed since the lot info was not provided by the complainant.